Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic, an alert for high voltage lead impedance greater than the upper limit was observed. Monitoring the lead was recommended. No further information is available.